Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed that the insertion flexible tube fluid damage, the segment fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the remote control switch fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the segment compressed (short in length), the angle wire corroded, the forward body frame corroded, the mechanical base plate corroded, the angulation down angulation zero degrees, the angulation left angulation decrease, the angulation right angulation decrease, and the angulation up angulation decrease; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).